Manufacturer narrative:
A root cause could not be determined with the information provided. There were no samples available for investigation. It is not clear why the customer assumed a (B)(6) result. The sample was tested on a competitor system, fujirebio, and reported a negative hbsag result as well. It was not possible to determine if the (B)(6).

Event description:
The customer alleged they received a questionable (B)(6) confirmatory test result for one patient on their e602 analyzer. The patient's sample was tested twice using the hepatitis b surface antigen (hbsag) and the results were (B)(6). The patient's antibody to (B)(6) was (B)(6). The customer stated they had been receiving (B)(6) results for half a year. Since this patient could have been one of (B)(6), the customer performed the confirmatory test. The confirmatory test went from (B)(6) and it was concluded to be (B)(6). The customer sent an indeterminate result to the patient's physician. It was assumed the (B)(6) confirmatory test was a (B)(6) based on comments from the physicians at the customer's site. On (B)(6) 2013, the customer investigated the patient sample. The patient's antibodies to (B)(6) result was (B)(6) and it was (B)(6). The sample was tested with (B)(6) on an e-module, serial number not provided, and the result was (B)(6)which was (B)(6). The sample was tested with a fujirebio (B)(6) reagent on a fuijrebio lumipulse analyzer and the result was (B)(6) which was (B)(6). According to the customer's investigation, the possibility that the patient was (B)(6) in the past cannot be excluded. No adverse events had been reported. The (B)(6) confirmatory test reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occurred in (B)(6).